Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08apr2017. Merge technical support shipped a replacement hemo monitor to the customer on (B)(6)2017 (RMA#:11925) as well as a replacement 50' trunk cable (RMA#:11926). The faulty hemo monitor was returned to merge healthcare on 24apr2017 for evaluation that was completed on 01may2017. The results showed that the unit ran for five (5) days without issue. However, it was noted that the unit's serial card was upgraded to a lava brand serial card. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). An internal investigation (hemo-6542) conducted by merge healthcare found that the siig serial cards have caused connection issues in the past at some customer sites. In order to proactively eliminate this issue, any hemo monitor that is returned with an outdated serial card will be replaced with lava brand cards. No further actions are anticipated at this time due to the issue being readily apparent to the user and the non-serious impact to a patient. Revised information contained in this supplemental report includes the following: device availability (date unit returned to manufacturer). Updated contact office - name/address. Date new information received by manufacturer (RMA closure date). Indication that this is follow-up report 1. Indication of malfunction as reportable event. Indication of additional information and device evaluation. Indication that the device evaluated by manufacturer. Evaluation codes: methods code: 10 actual device evaluated. Results code: 628 communications problem (devices that do not send or receive adequate signals). Conclusions code: 13 device difficult to operate. Indication of additional manufacturer information and corrected data are contained in this follow-up report.

Manufacturer narrative:
Merge technical support shipped a replacement hemo monitor to the customer on (B)(6) 2017. The faulty unit has not been received by merge healthcare for evaluation as of (B)(6) 2017. For this reason, conclusions code 11 (conclusion not yet available-evaluation in progress). A supplemental report will be submitted once more information becomes available.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor froze intermittently during a procedure. Subsequently, the procedure was completed using a portable EKG with vitals. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully using alternate means. Reference complaint (B)(4).